Manufacturer narrative:
(B)(4). The reported complaint of "ECG and ap waveform appeared briefly for afew cycles and then disappeared from remainder of screen length" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the unit passed preventative maintenance (pm). Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "graphic display malfunction- ECG and ap waveform appeared briefly for a few cycles and then disappeared from remainder of screen length". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "graphic display malfunction- ECG and ap waveform appeared briefly for a few cycles and then disappeared from remainder of screen length". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).